Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The fenestrated bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The fenestrated bipolar forceps instrument still passed the electrical continuity test. There was no insulation damage observed to the conductor wire. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of the thermal damage on the bipolar yaw pulley between the grip base to be related to the customer reported complaint. The root cause of the thermal damage is attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument had 1 use remaining. Images of the fenestrated bipolar forceps instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the fenestrated bipolar forceps instrument. No conclusive determination can be made based on this analysis. This complaint is being reported due to the following conclusion: failure analysis investigations found thermal damage on the instrument bipolar yaw pulley. The failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not produce energy. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No arcing and instrument collision were observed during the procedure. The instrument conductor wire insulation was not damaged. No evidence of thermal damage was identified on the instrument. It was confirmed that there was no patient harm, injury or adverse outcome due to the alleged product issue. A video recording of the procedure is not available, but images of the instrument were provided.